Event description:
Reporting status: malfunction. Reporting rationale: mislabeling. Device issue: mislabeling. It was reported that during the procedure, the 20/20 indeflator was noted to be able to pressurize upto 30 atm, instead of stopping at 20 atm. A second indeflator of the same part/lot was opened and the indeflator in the second package had the correct indeflator inside (a 20/20 indeflator). Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4).